Manufacturer narrative:
The t:slim g4 user guide states: do not remove or add insulin from a filled cartridge after loading onto the pump. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (alarm 05 and alarm 06) occurred. Reportedly, the customer had followed the prompts when loading the cartridge, had removed insulin while pumping and was not outside of the labeled operating altitude range. A new cartridge was loaded to address the alarms. Tandem technical support advised the customer against removing insulin during pumping. Blood glucose (bg) level ranged between 300 mg/dl and above 500 mg/dl. A manual injection was administered to address bg level.